Event description:
The customer reported a touch screen issue; screen locks up. The customer reported there was no patient involvement.

Manufacturer narrative:
The user interface assembly was returned to the manufacturer for evaluation. The user interface assembly was installed in a test ventilator, and calibration was executed successfully. The assembly passed all testing, and no failures of any kind were found.